Manufacturer narrative:
(B)(4). Eval: a guide wire and feed tube assembly were returned for analysis. When laid out straight on a flat surface, the guide wire has a gentle curve along its total length. No kinks or other damages were observed. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The reported complaint of a severely bent guide wire was not confirmed through visual inspection of the returned sample. No kinks or other damage were found on the sample.

Event description:
It was reported that prior to insertion in anesthesia, the md found the swg was severely bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.